Event description:
It was reported that, during a device replacement procedure due to normal battery depletion, high out of range shock impedance measurements were found on this right ventricular lead. This has been a gradual rise over time. During the procedure a commanded shock was performed and measurements were within normal limits. It was found that calcification was gathering around the pocked and lead. This was confirmed as the root cause of the issue. The calcium deposit was removed. The new device was implanted, and measurements were within normal limits. This lead remains in service. No further adverse patient effects were reported.